Event description:
A patient reported to resmed that their CPAP mask was causing deformation of their skull where the elastic headgear rests.

Manufacturer narrative:
The device involved in this event is not alleged to be faulty and was not returned to resmed for evaluation. The patient was advised by resmed's clinical support specialist to see a primary care physician, so that a proper evaluation could be performed. No further information has been made available at this time.